Manufacturer narrative:
The customer reported that their hr alarm limits were changed from 130 bpm to 149 bpm. The nursing staff is claiming that none of them changed those settings. This setting was changed as the default and all sectors monitored by the central nurse's station (cns) were affected by it. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their hr alarm limits were changed from 130 bpm to 149 bpm. The nursing staff is claiming that none of them changed those settings. This setting was changed as the default and all sectors monitored by the central nurse's station (cns) were affected by it. No harm or injury was reported.

Event description:
The customer reported that the default hr alarm limits on the central nurse's station (cns) were changed from 130 bpm to 149 bpm, but the nursing staff did not make this change. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the default hr alarm limits on the central nurse's station (cns) were changed from 130 bpm to 149 bpm, but the nursing staff did not make this change. No patient harm was reported. Investigation summary: the customer reported that their alarm settings were changed without user input. The event logs of the device were requested as well as timeframe information in order to investigate the logs. The customer reported they did not have information regarding the time frame and requested that the ticket be closed. A root cause cannot be determined. The root cause is likely related to use error relating to user input. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 02/24/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/03/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/10/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.